Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Patient reported left side calcifications. Patient later reported capsular contracture baker grade unknown. Device has been explanted.

Event description:
Patient reported left side calcifications. Patient later reported capsular contracture baker grade unknown. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: h6, h11. Visual analysis: it is not possible to determine the lot number or catalog through the photos provided. Calcification: no observed. Capsular contracture: unable to observe as it is a medical event that is not related to the device. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Patient reported left side calcifications. Device remains implanted. Later, pn reported capsular contracture, baker grade unknown.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.